Event description:
It was reported that telemetry instability was observed during a leadless implantable pulse generator (ipg) implantation procedure p erformed for atrioventricular block using the mobile programmer. It was noted that during threshold measurement following the first deployment, a telemetry instability pop-up message was displayed despite telemetry being indicated as stable on the mobile programmer application. It was further noted that telemetry instability occurred multiple times during measurement. Troubleshooting steps were taken to include force closing the application and reconnecting and reloading the system. Following troubleshooting, telemetry returned to normal and measurements were successfully performed. It was further noted that the implant location was changed and subsequent measurements were obtained. The procedure was completed without further issues. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.